Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer four pocket a three was not released. The field service engineer (fse) recessed connections on drawer 4 and cleaned out debris. All pockets were tested and found to be functioning properly. Customer inventory team reviewed the results and was satisfied with the outcome. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, machine was not passing the startup page. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.